Manufacturer narrative:
The customer reported that the rns (remote network station) experienced communication loss. Patients were also being actively monitored on a cns (central network station) so no patient visibility was lost. The clinician confirmed all the cns devices were working normally. Nihon kohden technical support (ts) determined that the multicast was flowing out the wrong port. Tech support made changes to the network interface card (nic) and was able to get the data to flow out the correct nic and this resolved the issue. The customer is running a very old version of software and will need to upgrade when the newest software is released. The reported event with the system stopping was a failure with disk caching, which created an error in iis which then stopped the rns from functioning. The error also locked up the hp server. The customer rebooted and the server came up correctly with rns running correctly. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the rns (remote network station) experienced communication loss. Patients were also being actively monitored on a cns (central monitoring system) so no patient visibility was lost. The clinician confirmed all the cns devices were working normally.